Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was coil separation with two coils. No additional event details were provided at the time of the report.